Manufacturer narrative:
The investigation has determined that lower than expected vitros ipth results were obtained from non-vitros biorad quality controls processed using vitros immunodiagnostic products intact pth reagent lot 1610 on a vitros 5600 integrated system and a vitros eci immunodiagnostic system. Ortho initiated an investigation for lower than expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. Ortho¿s investigation has identified the root cause of this issue stems from a raw material used in the affected lots. On (B)(6) 2022, a communication (cl2022-275) was sent to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots 1610, 1621, 1630, 1640, 1645, 1650, and 1670, customers may experience lower than expected results with an average negative bias of approximately -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. Vitros immunodiagnostic products ipth controls do not detect this bias, therefore no performance shifts of the controls were observed. The FDA was notified of this issue on 17 november 2022. Please refer to report #3007111389-11/17/2022-001-c.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros ipth results were obtained from non-vitros biorad quality controls processed using vitros immunodiagnostic products intact pth reagent lot 1610 on a vitros 5600 integrated system and on a vitros eci immunodiagnostic system. Vitros 5600 system: biorad lot 64930 level 1 result of 15.03 pg/ml vs an expected result of 24.1 pg/ml biorad lot 64930 level 2 result of 137.03 pg/ml vs an expected result of 200.0 pg/ml vitros eci system: biorad lot 64930 level 1 result of 13.9 pg/ml vs an expected result of 21.0 pg/ml biorad lot 64930 level 2 result of 137.7 pg/ml vs an expected result of 200.0 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ipth results were from quality control fluids and no results were reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 600111.